Manufacturer narrative:
Product analysis: visual review confirms instrument disassembly. A visual review of the -01 reduction sleeve identified material deformation on the adjacent side of the sleeve, consistent the off-axis reduction of the associated rod. Microscopic examination of the -05 retaining ring identified axial shear lines along the top and bottom corners of the outer diameter surface of the ring (see photo). Witness marks and deformation in ring groove and on the ring itself suggest the retaining ring was initially seated in the ring groove. The previous observations are consistent with material overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was pre-operatively diagnosed with degenerative lumbar scoliosis and underwent posterolateral fusion on th10/l4. Intra-op, during placing the rod, the hex part on the dorsal side was broken. Surgery was performed at the caudal three vertebral bodies with minimally invasive surgery performed on the cranial side. Product came in contact with the patient. No patient complications were reported. No fragments remained inside the patient.